Event description:
It was reported that this right ventricular (rv) lead exhibited low intrinsic amplitude and high shock impedance out of range. The lead remains in service. No adverse patient effects were reported. Additional information obtained, lead may be broken or having issues, the lead remains in service, no adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited low intrinsic amplitude and high shock impedance out of range. The lead remains in service. No adverse patient effects were reported.